Event description:
It was reported that the patient presented with a noise issue on their right ventricular (rv) lead. It was discovered that their rv lead was oversensing the noise resulting in limited pacing inhibition. No intervention took place at the time and the patient would continue to be monitored. The patient was in stable condition.